Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. Device explanted and replaced.

Manufacturer narrative:
Alternative fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken, and opening device in the anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. Device explanted and replaced.